Event description:
During a thoracoscopy procedure, the surgeon used the device to remove blebs and it misfired and/or jammed on approximately the thrid or fourth fire. As a result, the case was converted to an open procedure. It is not known what contrinuted to the bleeding. No additional pt consequence.